Manufacturer narrative:
The device was returned; however, appropriate documentation was not provided by the reporter to allow for a complete investigation. As such, only a visual examination could be performed which concluded that the cage was indeed fractured; however, without being able to complete a physical evaluation, no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, a cage fractured while being filled with bone substitute. The cage was discarded and a new cage was used to complete the surgery. There was no patient or surgical impact reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Roi-c : found that the fusion cage fractured. During surgery performed on (B)(6) 2019, surgeon found that the fusion cage fractured when the cage was filled with bone substitute. This cage was not used and not implanted in patient¿s body. Same reference was used to complete the surgery. No patient impact or surgery delay were reported. Investigation still in progress.